Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Risk assessment: a risk review performed for the faradrive device confirmed that the event of "visible air/bubbles" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that there were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted and air was drawn continuously during aspiration. Approx. 20 ml were aspirated and air continued to come out. The sheath was then changed, and the procedure was successfully completed. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned. It was further reported that guidewire was inside the catheter at the tip. Pressure bag was used for the irrigation of sheath. Bubbles were observed in aspiration syringe. No other issue has been reported.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that there were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted and air was drawn continuously during aspiration. Approx. 20 ml were aspirated and air continued to come out. The sheath was then changed, and the procedure was successfully completed. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned. It was further reported that guidewire was inside the catheter at the tip. Pressure bag was used for the irrigation of sheath. Bubbles were observed in aspiration syringe. No other issue has been reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that there were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted and air was drawn continuously during aspiration. Approx. 20 ml were aspirated and air continued to come out. The sheath was then changed, and the procedure was successfully completed. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned.